Event description:
Reporter indicated that the pt has had on ongoing infection of the neck incision site, since implantation. It was also reported that the device was removed due to the infection. All attempts for further info regarding the infection, and to have the explanted device returned for analysis, has been unsuccessful to date. As such, the cause for the infection cannot be determined.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the lead and generator prior to distribution.